Event description:
The customer reported the subject device malfunctioned prior to an unspecified therapeutic procedure. The laser reported error code 405 and would not fire the fiber. Another fiber was used to complete the procedure. There was no harm or user injury reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, a break was found in the fiber. This report is being submitted for the malfunction found during evaluation (break).

Manufacturer narrative:
During inspection and testing, a clear break was found midway up the fiber shaft. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable the fiber break was due to mis-handling during the return shipping of the device. The device was shipped multiple times with no confirmation that the protective tubing was on the device during the shipping points. Additionally, the customer did not note damage upon removing the device from its packaging initially. A final root cause of this event was unable to be identified. Additionally, the root cause of the error e405 was unable to be determined, as the error was not reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.